Manufacturer narrative:
(B)(4). Results: patient¿s condition affected effectiveness of device (anatomy related; vessel morphology); inherent risk of procedure (percutaneous approach). Conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; vessel morphology).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that during the index procedure, the physician elected the percutaneous approach when delivering the contralateral limb; however, when the delivery catheter was inserted in the patient the physician had difficulties advancing the taper tip. The physician tried to re-insert the delivery catheter; however, the nose cone became deformed and the physician stated that the access was not big enough and that is why there were difficulties inserting the delivery system. The physician exchanged the delivery system for a new device, made the delivery access bigger and used a dilator to expand the opening. The stent graft was delivered with no issues and the procedure was completed successfully. There was no harm reported for the patient. No additional clinical sequelae were reported and the patient is doing fine.